Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and the information provided, it is likely due to some kind of stress such as damage or deterioration of parts, mechanical shock problems, optical problem, environmental temperature problems and environmental temperature problems. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device had the plastic distal end cover burnt from channel side, fluid inside the light guide lens with deep scratches that catch cotton and static lines in the image. There were no reports of patient involvement.